Manufacturer narrative:
(B)(4). Additional information: what is the surgeon¿s experience with the x1 device? 20 cases + what were the surgeon¿s steps for use? Close, activate energy, activate again, cut what is the current patient status? Not known.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The following information was requested but unavailable: what were the indication for surgery? On what structures or tissue was the device used? How long after the procedure was the bleeding noted? Was there any bleeding concerns during procedure? What is the surgeon¿s experience with the x1 device? What were the surgeon¿s steps for use? What is the current patient status?

Event description:
It was reported that post-operative after an open colectomy there was bleeding. The bleeding was address by suturing the wound closed. The patient¿s condition is unknown.